Event description:
It was reported by the customer that their sensor was not blinking when attached to the charger. During troubleshooting, customer was asked to charge device for 8 hours and check the device for damage. Customer stated no damage to the device and will charge for allotted time. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The device was unable to hold a charge due to battery depleted. Unable to perform the functional test due to charge anomaly and was received with damaged cow catcher.